Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No unexpected restart error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display and beep anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners and minor scratches on the display window.

Event description:
Customer reported via phone call to have a blank display screen. Customer reported to have received an unexpected restart alarm prior to blank display. Customer's blood glucose was 175 mg/dl. Customer stopped troubleshooting, stating that the reason for blank display was insulin pump and not batteries. Customer was advised that insulin pump would need to be replaced.